Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received antitachycardia pacing and shock for a vf episode while receiving dialysis. Intermittent undersensing was observed. Programming changes were made. Patient was stable.